Event description:
It was reported that there was difficulty positioning the stent which required placement of an additional stent. The 90% stenosed, around 16mm target lesion was located in the left iliac vein. A 18x90/10fr 75cm wallstent endoprosthesis stent was advanced and placed for treatment. However, during deployment, there was difficulty positioning the stent during placement. The deployed stent did not cover the entire lesion. An additional stent was placed to cover the entire lesion. The procedure was completed. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older.